Manufacturer narrative:
According to the report, bioglue was used in two transsphenoidal cases. In both instances an inflammatory response was noted along with a post nasal drip. In one instance a reoperation was required. This report represents the instance with the reoperation. Additional information regarding lot numbers, dates of initial surgeries, dates of events, types of inflammatory responses seen, how long symptoms were present and how they resolved, details of the reoperation that occurred for one patient, operative notes, and patient outcome information was requested from the (B)(4) distributor of bioglue via email on 07/01/2015. No response was received to this email and a follow-up email was sent to the distributor on 07/13/2015. The distributor responded the same day that lot numbers and dates of initial surgeries were not available. The inflammatory responses appeared a "few days after surgery," and the type of inflammatory responses was "swelling." The symptoms were present for "[the surgeon] does not remember" and they resolved when "the surgeon made another operation to peel the glue." The distributor stated that "the patient after the second surgery is very well - no inflammatory responses were seen." No responses were provided to the question regarding details of the reoperation and the request for operative notes. The distributor added that "the surgeon is not interested to report and cooperate with us." A final attempt for additional information was made directly to the surgeon via mail on 07/13/2015. No response was received to this letter. A manufacturing record review could not be performed as lot numbers were unavailable. Furthermore, the dates of implant are also unknown and therefore records could not be queried for potential bioglue lot numbers shipped to the distributor. A review was performed of the available information. Based on the available information, a definitive cause cannot be determined. The nasal mucosa typically responds to inflammation/irritation, either of which bioglue may elicit, by increased mucinous secretions. An inflammatory reaction related to use of bioglue is possible in the first case given that symptoms resolved following removal of the implanted bioglue. The composition of the nasal drainage was not identified in the reported information; however, given that the symptoms resolved following removal of the bioglue, it is unlikely that the drainage was cerebral spinal fluid (csf).

Event description:
According to the report, bioglue was used in two transsphenoidal cases. In both instances an inflammatory response was noted along with a post nasal drip. In one instance a reoperation was required. This report represents the instance with the reoperation.

Event description:
According to the report, bioglue was used in two transsphenoidal cases. In both instances an inflammatory response was noted along with a post nasal drip. In one instance a reoperation was required. This report represents the instance with the reoperation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.